Event description:
The customer called to report issues with high blood glucose levels, and being hospitalized for four days. The call was disconnected while trying to verify the customer's account information. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.